Event description:
Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Add'l info added on 10/06/2023 for report number: mw5146545.

Event description:
During a planned generator change, the right ventricular (rv) lead had high/undefined rv coil impedance and a rise in rv coil impedance was noted. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).